Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon fixating the leadless pacemaker (lp) during procedure, it was found that the lp was unable to be released from the delivery catheter. It was unknown whether the lp was implanted or replaced eventually. Patient condition was stable.